Event description:
It was reported that the patient was having bladder spasms and no stimulation sensation a day prior to this call. Patient stated, the flow would just come out. Patient stated she had not used the programmer since implant. Patient asked if the stimulation could be off since she had not used her programmer. The patient had a hard time getting the programmer and neurostimulator (ins) to sync. Patient stated she had antenna right over the device and was directly over her skin no clothing or bandages. After several attempts patient finally got ins to sync and the programmer confirmed stimulation was on at 1.2v on program 2. It was indicated that patient lost connection. Patient stated she would continue to try and sync and increase the stimulation as needed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0fcsr, implanted: 2014 (B)(6); product type lead. (B)(4).